Event description:
It was reported that syringe solomed 2pc 0.5ml 25x1 fxed cn plunger movement was difficult. This occurred on 7 occasions before use. The following information was provided by the initial reporter: on (B)(6) 2019, syringe needle blunt and plunger move difficult.

Manufacturer narrative:
H.6. Investigation: bd was provided with samples for catalog 302784 lot 1510401 to investigate for this record. Visual examination under a microscope was completed to identify the reported issues. No damaged cannula point was identified although a damaged cannula point was noticed after examination. As a result, bd was able to verify a needle point blunt and a damaged cannula point was not. In regards to the plunger move difficult, the medication/drug used or a special method of use could affect the sliding properties of the syringe. The safety plunger had been already activated when the sample was received so it was not possible to analyze the plunger movement. Unfortunately, a definitive root cause was able to be determined at this time. The device history review showed no indication of the alleged defects as it relates to the needle manufacturing process. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe solomed 2pc 0.5ml 25x1 fxed cn plunger movement was difficult. This occurred on 7 occasions before use. The following information was provided by the initial reporter: on (B)(6) 2019, syringe needle blunt and plunger move difficult.